Event description:
Customer reported hospitalization. Customer stated that a lot of issues are related to diabetes; however the hospitalization had nothing to do with the insulin pump, high blood glucose readings or set issues. Customer declined to provide any further information. Customer's current blood glucose reading was 176 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.